Event description:
On the event date, the patient reported that the plunger on the insulin cartridge of his infusion device is not completely sealed and insulin leaks out when he tries to fill the cartridge. He also said the cartridge has "black stuff" on top of it. During troubleshooting, the patient discovered the cartridges have an expiration date of 2006. He stated he has used the cartridges in his infusion device and insulin has leaked into the cartridge chamber. He said he has had elevated blood glucose readings with his most current one being 350 mg/dl with his normal reading being 120 mg/dl. He said he has no symptoms and he treated his reading by bolusing 5 units of insulin. Courtesy cartridges were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.